Event description:
It was reported that patient complications occurred. The patient was on a prior regimen of aspirin (>= 72 hours) and antiplatelet other than aspirin (>= 72 hours). At the time of the procedure, the patient received heparin or other antithrombotic medication and a loading dose of 325 mg of aspirin and 180 mg of ticagrelor. The target lesion located in the main branch proximal left anterior descending (lad) extending up to mid lad with 48 mm length and a reference vessel diameter of 3.0 mm was pretreated with six devices using the largest balloon diameter of 3.25 mm x 20 mm length of wolverine cutting balloon and non-compliant balloon angioplasty catheter and further treated with 3.0 mm x 48 mm synergy xd drug eluting stent successfully with 0% residual stenosis with timi flow of 3. Post procedure, elevated cardiac enzymes were detected and the patient was diagnosed with myocardial infarction. The patient was discharged from the hospital and started on ticagrelor while aspirin was continued. No further details regarding event received.